Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of careless procedure, bacterial peritonitis with culture positive for enterobacter and beta hemolytic streptococcus group b, nausea, and vomiting in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports by same reporter. On an unreported date, the patient experienced a careless procedure. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain, nausea, and vomiting. The severity for the event of bacterial peritonitis with culture positive for enterobacter and beta hemolytic streptococcus group b was considered severe. It was not reported if patient required hospitalization for the aforementioned events. On (B)(6) 2010, the patient received remedial therapy with vancomycin (1g, one dose, ip) and ciprofloxacin (400mg, one dose, ip). On (B)(6) 2010, the patient began remedial therapy with vancomycin (100mg, twice daily, ip) and ciprofloxacin (100mg, twice daily, ip). On (B)(6) 2010, remedial therapy with ciprofloxacin ended, and on (B)(6) 2010 remedial therapy with vancomycin ended. On an unreported date, the patient recovered from the event of bacterial peritonitis with culture positive for enterobacter and beta hemolytic streptococcus group b. It was not reported whether the events of nausea or vomiting resolved, or whether the patient was retained in proper aseptic procedure. It was unknown whether dianeal pd4 and extraneal viaflex therapies were ongoing. The physician reported that the event of bacterial peritonitis with culture positive for enterobacter and beta hemolytic streptococcus group b was not related to dianeal pd4 unknown or extraneal viaflex therapies, and did not provide an assessment of causality for the events of careless procedure, nausea, and vomiting. The physician reported that the root cause of the bacterial peritonitis with culture positive for enterobacter and beta hemolytic streptococcus group b was the careless procedure.